Event description:
It was reported that during an unknown procedure the product malfunction (no firing in use). No patient-related results have been identified at the time of complaint recognition.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #456c81. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a gst60w reload loaded on the device. The reload was received partially fired 1/16. Upon visual inspection, the manual override door was noted to be out of position; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c81, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number a9d569 and no non-conformances were identified.